Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The patient reported they are pregnant. The patient reported that the cause of her hyperglycemia was due to her pod having a communication issue. The patient was treated with intravenous fluids. The patient was released the following day. The patient removed the pod before they went to the hospital. The patient has discarded the pod.